Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported the insulin pump was overheating and the sticker on the device was turning black near the motor. Customer was advised the device would be replaced.